Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill message. Reportedly, the cartridge was filled with over 300 units of insulin. Additionally, the customer stated that the syringe plunger is pulled all the way back until it stopped moving. Recommendation was made by tandem technical support to not fill the cartridge with over 300 units of insulin. The customer confirmed that a new cartridge would be loaded onto the pump after the call, and declined further assistance with tandem technical support. There was no reported impact to the customer's blood glucose level.